Event description:
While performing a laparoscopic appendectomy, surgeon and resident were unable to close the endo gia universal autosuture (12 mm) to remove it from the patient. Surgeon had to use laparoscopic instrument to position the gia stapler in a closed position to remove it from the patient. This instrument had just been opened and tested prior to use. It was the 1st use (had not been reloaded). The device was safely removed with no harm to patient.